Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was cracked was confirmed. The following defects were found with the device upon evaluation: outer tube damaged, distal tip damaged, shaver damage to distal tip, distal tip has deposits. Optical system: optical components cracked/broken negative. The device was repaired, tested and found to be working according to specifications. The shaver has caused the damage to the distal tip during the procedure as identified during service. Also the cracked / broken negative can be attributed to user mishandling of the device, probably a fall. Also, lack of maintenance and cleaning is the most probable root cause of the debris on the distal tip. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep via email that the endoscope device was cracked. During in-house engineering evaluation, the following observations were found: outer tube damaged, distal tip damaged, shaver damage to distal tip, distal tip has deposits. Optical system: optical components cracked/broken negative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.